Event description:
Pt underwent left total knee arthroplasty during june, 1992. Pt presented with complaints of pain of the left knee, present for approx five months wih one episode of knee giving way. It was felt there was no significant evidence of infection or loosening of the metal components and that a tibial implant spacer may have failed. The pt had extensor mechanism damage as well, causing pain and tenderness with flexion and extension of the knee. The pt was taken to surgery for synovecomy of the knee and replacement of the tibial spacer. Intraoperatively, brownish synovial fluid was noted. Cultures of the fluid were obtained, which were reported as negative for bacterial growth. There was a small tear of the extensor mechanism that did not require repair. The tibial component was lax. A 15 mm. Tibial implant spacer was inserted.